Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during its first use the olympus 4k camera head started to blink, lost the image signal, and an error code e226 appeared on the screen. The issue was found during a diagnostic abdominal laparoscopic procedure for tissue biopsy and fluid examination. The procedure was completed using a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.